Event description:
It was reported that the tip of the unit broke off and fell into the patient, but it was retrieved and the procedure was completed successfully.

Manufacturer narrative:
Since the reported product was not available to stryker (B)(4) for evaluation, the reported tip break condition could not be confirmed. The probable root causes for this failure mode can be associated, but not limited to: inadequate welding process (i.e. Plasma, inductive, gluing), improper material strength, inadequate size selected for the application, material brittleness, excessive force applied by the user. The product was not returned for investigation, therefore the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the unit broke off and fell into the patient, but it was retrieved and the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.